Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead exhibited noise and oversensing along with pacing inhibition. No asystole was observed. Multiple types of events were noted but were not identified. The device was programmed doo after noise was discovered when patient was in the hospital. No other information was given. Subsequently, the cause of the observation was not identified. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.